Event description:
Additional information was received indicating oversensing was noted on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, oversensing, high defibrillation impedance, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported events of failure to capture, oversensing, and high defibrillation impedance were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that loss of capture, r-wave amplitude variation, and low defibrillation impedance were noted on the right ventricular (rv) lead due do lead dislodgment. A revision procedure was performed and repositioning of the rv lead was attempted, however, difficulty rotating the helix was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.